Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt would receive a shock when the system was turned on postoperative. The physician requested the pt come back in a week for an additional attempt to program. The issue was the same at the next appointment. The physician replaced the ipg on (B)(6) 2011. Follow up determined the shocking sensation was all over the body, and the issue was resolved with the replacement of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.